Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported event.(B)(4)

Event description:
Information received from the (B)(6). The patient was randomized to IV tpa (tissue plasminogen activator) + solitaire fr and treated. Post procedure, the patient was reported to have an adverse event of dissection extracranial right internal carotid artery and it resolved 3 (three) days post procedure without treatment. The patient did not have any symptoms resulting from the adverse event. The site reported relationship of other concomitant procedure. The patient was discharged from the hospital 3 days after the procedure. Patient completed 90 day follow up with (B)(4) of 1 and mrs (modified rankin score) of 3. The cec (clinical events committee) adjudicated the adverse event to procedure related on (B)(6) 2015. During the index procedure, control angiography of the cervical ica (internal carotid artery) after thrombectomy did not demonstrate dissection. During the stenting procedure 2 days following the index procedure, initial angiography demonstrated occlusion, and following stent placement dissection was noted distal to the stent. The cec cannot determine whether the index procedure or the stenting procedure caused the dissection, and thus, adjudicated the ae as procedure/ treatment related.